Event description:
It was reported that the patient experienced a low blood glucose of 47 mg/dl, which was treated with oral carbohydrates including juice and yogurt, after which blood glucose rose to 115 mg/dl. Troubleshooting and education were completed with the caregiver. Customer care provided support that included complaint intake and user coaching. Investigation of this case revealed no device malfunction reported and no component issue identified, and the event was categorized as cause unclear. No symptoms associated with hypoglycemia reported. Outcomes included recovery without hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.